Manufacturer narrative:
Visual inspection: during the investigation, a deformation of the outer housing was determined. Permeability test: a permeability test has shown that valve is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the permissible tolerance in both positions. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Internal inspection: after dismantling of the valve, deposits were found in prosa. Results: based on our investigation results, increased braking force was measured on the prosa valve. This means that greater force is required to unlock the rotor for adjustment. The deformation detected on the valve is the cause of the increased braking force. Excessive pressure with the adjustment tool can lead to deformation of the housing surface and impair the function of the brake. A defect at the time of release can be ruled out. The valve met all final inspection specifications when it was released by christoph miethke gmbh & co. Kg. The investigation of the return shipment is complete with the preparation of this report. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa valve (#fv701t) was implanted. According to the complainant, the valve caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.